Event description:
The hospital reported, "the patient under went a rectal resection for adenoma of the rectum. The patient returned approximately a month later with a small bowl obstruction. The patient then underwent an exploratory laparotomy with lysis of adhesions and rection of small bowel and cecum. The pathology report following the second surgery indicated that an organizing hematoma noted in the mesentery had a foreign body type, which appeared to be related to cotton fibers". The hospital attributes the small bowel obstruction to the foreign body granulomas. " the pt was eventually discharged in stable condition". The hospital receives company's product and another manufacture's lap pad gauze product within their custom kit supplied by the distributor.